Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their bite is misaligned and they are biting down onto their bicuspids more than their molars from the use of the aligners.